Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip was removed with no injury to the patient.